Event description:
It was reported that the communicator power cord was melting. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised to replace the power cord. The communicator remains in service. No adverse patient effects were reported.